Event description:
(B) (6). Same case as MDR ID: 2134265-2010-01100, -01102, -01103. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced congestive heart failure (chf). Three vessels were treated at the index procedure. A target lesion located in the distal left anterior descending coronary artery (lad) was treated with placement of two 2.5x24mm taxus express2 stents. A target lesion located in the proximal left circumflex artery (lcx) was treated with placement of one 2.75x32mm taxus express2 stent. A target lesion located in high lateral coronary artery was treated with placement of a 2.75x24mm taxus express2 stent. At 732 days post index procedure, the patient was admitted to the hospital for chf. Treatment consisted of hanp injections, 2000ug/day, for 15 days as well as adding lasix, 20mg/day starting at hospital admit, to the patient's ongoing medication regiment. The event was considered to be resolved and the patient discharged 14 days later. However, 25 days after discharge, the patient was admitted to the hospital again with chf. Treatment consisted of artist, 10mg/day for 14 days, and hanp injections, 2000ug/day for 11 days. The event was considered resolved 13 days later and the patient was discharged from the hospital. It is the opinion of the physician that the event is unrelated to the taxus express2 stents as chf is related to the patient's pre-existing constitution.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).